Event description:
The device was scheduled for removal because it was no longer needed. During the removal, the catheter broke. Approximately three and a half inches of catheter was attached to the device upon removal. An attempt to retrieve the remaining catheter segment was unsuccessful. The catheter segment remains in the patient.